Event description:
It was reported that a maxan remover detached from the screw while trying to remove it during the same procedure in which it was installed. The surgeon believes the screw's drive feature was stripped. The screw remains implanted in the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a maxan remover detached from the screw while trying to remove it during the same procedure in which it was installed. The surgeon believes the screw's drive feature was stripped. The screw remains implanted in the patient.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the screw was implanted, and no photos of the device were provided, so an evaluation was unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles for the remover. DHR review the lot number is unknown so the DHR is unable to be reviewed. Device usage this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.